Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, he has been noticing a 'feathering' appearance on the anterior capsule of a patient. A yag procedure was performed because the opacity was obstructing the visual axis. Additional information was requested.